Event description:
It was reported that three days after a bilateral iliac stent placement, the pt returned with swollen legs. Competitor's stents were placed inside the indwelling stents & 3-4 days later, they also became occluded. A surgical bypass procedure was then performed with no further complications being reported.